Manufacturer narrative:
A bec field service engineer (fse) spoke to the customer on the phone and was able to assist the customer in resolving the issue. The fse stated that the customer was performing routine maintenance. When the customer inserted the electrode, they had not tightened the retaining nut properly, resulting in leaking around the electrode. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak from their unicel dxc 600 pro synchron clinical system. After changing the potassium electrode tip, the customer observed leaking around the electrode. The customer was wearing gloves and a lab coat. No effect to patient or user was reported in connection with this event.